Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that the right ventricular (rv) lead was unable to be implanted due to product performance issue. Lead was successfully replaced with no patient issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity.the helix was found to be extremely stretched with tissue noted on the very tip. The lead tip/helix appears intact and undamaged. An unknown product performance issue cannot be confirmed.

Event description:
It was reported that the right ventricular (rv) lead was unable to be implanted due to product performance issue. Lead was successfully replaced with no patient issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The helix was found to be extremely stretched with tissue noted on the very tip. The lead tip/helix appears intact and undamaged. An unknown product performance issue cannot be confirmed.

Event description:
It was reported that the right ventricular (rv) lead was unable to be implanted due to product performance issue. Lead was successfully replaced with no patient issues. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The helix was found to be extremely stretched with tissue noted on the very tip. The lead tip/helix appears intact and undamaged. An unknown product performance issue cannot be confirmed.